Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the wire tip of the two electrodes broke after five minutes of use. The electrosurgical unit was reportedly set at 300w cut and 140w coag. The facility reported that there were no device fragments that had fallen inside the patient. The procedure was completed using a different but similar electrode. There was no patient injury reported. The facility returned the electrodes to olympus for evaluation. The evaluation confirmed a small portion of the cutting loop wire missing from the distal end of the electrode. There is evidence of charring on the cutting loop wire near the fracture point. The electrodes were forwarded to the original equipment manufacturer (OEM) for evaluation. The OEM determined that the electrodes were used in bi-polar mode instead of mono-polar mode due to the settings provided by the user facility. The IFU states to use the electrode only in a mono-polar setting.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two devices involved in this event. The user facility reported that during a therapeutic transurethral resection of prostate (turp) the wire tip of two electrodes broke. The procedure was completed using a different electrode (model unknown). There was no patient injury reported. Please cross reference MFR. Report numbers: 9610773-2011-00039 to account for the other device as referenced in the original report. The following report will be supplemented to cross reference the other associated complaint: 9610773-2011-00039